Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the distal tip of the catheter was occluded. No patient symptoms were reported. The catheter was replaced. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.